Manufacturer narrative:
Internal identifier # 2461706-01.

Event description:
On 07/23/1997 the account reported an erratic result of 13.3 ng/ml for the ck-mb assay, which was run on the axsym analyzer. The specimen was retested the following day and gave a result of 1.3 ng/ml. According to the account, the tech who ran the specimen remembered that it contained a lot of fibrin. However, the account could not provide info about instrument conditions or reagents. No treatment was given or withheld based on the first reported result. No report of injury.